Manufacturer narrative:
Additional information: a DHR review was performed, DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.

Manufacturer narrative:
Results: evaluation of the attached photographs indicated that the cap on the tube was incompletely formed, part of the rim was missing. This was also confirmed by bdjs examination of the returned tube. Conclusion: bd was able to duplicate or confirm the customer's indicated failure mode with the sample and photos provided. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that bd vacutainer® sst ii plus plastic serum tube had a deformed cap. No injury or medical intervention reported.